Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During examination of the lead, it was noted that there were several noise reversion episodes and high ventricular rate episodes on the right ventricular (rv) lead which led to over-sensing and inhibition of cardiac pacing. Noise could be reproduced with isometric maneuvers in clinic. No programming changes were made to the rv lead. The patient was in stable condition.

Event description:
New information received noted the right ventricular lead continued to oversense noise. There were no patient consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
Related manufacturer reference number: (B)(4). New information received indicated that the right ventricular lead was explanted and replaced. The patient was in stable condition post-procedure.